Manufacturer narrative:
Complaint is confirmed. Performed on returned meter. Returned meter's menu options were scrolled through using the m button. The meter was returned with the unit of measure set to mmol/l, but using the c button, the unit of measure could be changed from mmol/l to mg/dl and vice versa. This meter is not functioning properly since the unit of measure should be locked. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting she received an error 4 message when inserting strips into her meter. As well, the customer reported seeing a battery icon prior to receiving the error 4 message. When the meter was returned, the unit of measure was set to mmol/l and should have locked in mg/dl.